Event description:
It was reported that the 9800 system had no image and locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The gib board and the ffb board were installed during the service call. The system was tested and found to be working as intended, and put back into service.